Manufacturer narrative:
A review of the DHR could not be completed as the part number and lot number were not provided and could not be determined during the investigation. Complaint trending found that the rate of complaints is within the limits outlined in the risk documentation. A review of the risk assessment found that the risks associated with the complaint have been identified and mitigated to a level where the benefits of the surgery outweigh the risks. Device evaluation could not be completed as the screw was not returned from the hospital to the distributor. X-ray images were provided that verified the screw back out. The screw was removed due to screw back out. A cause cannot be determined as to why the screw back out occurred. The submission is 1 of 1 devices involved in this event.

Event description:
It was reported that a surgeon completed a 3 level stalif c fusion at levels c4-5, c5-6, and c6-7 approximately 6 months ago. It was found that the central screw at level c5-6 had backed out. The patient had a revision surgery to remove the screw that was backed out, the cage and remaining screws were stable and left in place. Date of surgery was not provided.